Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: 'the customer reported not being able to prime/tune in between cases. The outcome listed a ¿sub-retinal infiltration.¿ information from the company representative has confirmed this to mean that 'silicone oil went behind the retina.' However; additional related, information was requested but was not obtained. Without the patient¿s ocular and medical history, the reported event could not be concluded. The patient received a retro bulbar block and the case was scheduled as a cataract/retinal procedure. The ¿prime/tune issue¿ was resolved by the facility staff by replacing the cassette. The case was completed with the same equipment.' No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that between procedures there was a priming issue with the system. The cassette was exchanged. The case was completed as planned, however, during injection of silicone oil during the procedure it was noted that the oil had infiltrated behind the patient's retina. Additional information has been requested, but none has been received to date.